Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of reloads. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument (B)(4) for functional testing. The reloads were cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the laparoscopic procedure, the device yellow piece was broken inside the abdomen and was retrieved. Another device was used to complete the procedure. No patient injury noted. The devices are expected to be returned for evaluation.